Manufacturer narrative:
Section e: initial reporter updated. B5: additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system did not power down while plugged in, only when unplugged.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, 9735787. A medtronic representative went to the site to test the equipment. It was reported that the uninterrupted power supply (ups) and battery was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system powered down. It was noted that the system was not plugged in as the site had moved the system per space concerns and reasons with covid-19. The site was receiving a battery service error when powering on the system. The site left the system plugged in over the weekend and it was still noted that the battery was listed as 0% charge and 0% battery life remaining when the system is plugged in. The uninterrupted power supply (ups) and battery communication was reset but this did not resolve the issue. No patient present.

Manufacturer narrative:
H2 section d10 was updated continuation of d11 lot number for pn: 9735787 lot: 16500079 section g was updated h3 the ups were replaced and returned. It was noted that it was found to have blown fuses. Otherwise; all outputs measured normal. Voltage and the power switch functions as intended. H6: 10,120,4307 are associated with return and analysis complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.